Event description:
Caller reported difficulty with pressing the quick bolus/wake button on the pump, which required multiple attempts to activate the screen. There was no reported adverse impact to the customer¿s blood glucose level. The customer continued to use the pump for insulin therapy.